Event description:
It was reported that the 9800 system presented a checksum error on boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Explained to bio-medical personnel how to reset the cmos. According to customer information after cmos reset the system was operating properly.